Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
An event regarding loosening of a femoral stem was reported.

Manufacturer narrative:
An event regarding loosening of femoral stem involving a metal head was reported. The corrosion of head was confirmed as per the mar. Method & results: -device evaluation and results: material analysis was performed on the returned devices. The report concluded: "adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion product, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the corrosion of head was confirmed as per the mar which indicated, "adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion product, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
An event regarding loosening of a femoral stem was reported.